Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that patient underwent excision of mesh, harvest of rectus fascia, suburethral fascial sling and cystoscopy on (B)(6) 2009 due to erosion, exposure, stress incontinence and intrinsic sphincter deficiency. (B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a sling procedure to treat stress urinary incontinence with perineorrhaphy and cystoscopy on (B)(6) 2008. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. The mesh was removed in (B)(6) 2009 due to pain, constant burning sensation, pain in urethra, lower back pain, painful urination, repeated urinary tract infections, fever, excessive bleeding, exposed mesh, dyspareunia, and continued incontinence. No additional information was provided. (B)(4) mesh exposure, dyspareunia, dysuria. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.